Manufacturer narrative:
Drive devilbiss healthcare received the serial number and product number of the device. Sections d3, d4, d5, f13, and f14 were updated with this new information.

Event description:
Drive devilbiss healthcare was notified of an incident involving a drive wheelchair and unidentified lap belt by a letter from an attorney alleging the end user passed away after sliding down in the wheelchair to the floor, causing the lap belt to become tight around her neck leading to asphyxiation. Information provided by the attorney indicates the lap belt was manufactured by belt inc and not distributed by drive dervilbiss healthcare. An update will be filed if additional information becomes available.